Event description:
The reporter indicated that the pt experienced lighheadness and was noted to have poor sensing and capture threshold in the ventricular lead with low impedance at 300 ohms. The lead was replaced and returned for analysis.